Event description:
Ous MDR - the device switched into safety mode and afterward was reset. Home monitoring alerted to check shock impedance. However, the abnormal impedance was resolved the next day. The patient was brought in for a follow-up. The device setting was ddd 60 (checked by ECG). When the device was interrogated the setting was changed to vvi 70, some information appeared on the programmer screen. The device switched into safety mode. No noise event was observed in the holter. According to the data, impedance of the ra-lead was also increased when shock impedance showed high. The patient commented that he did not do any special activities which might affected the device during the day.

Manufacturer narrative:
The elevated impedance measurements on (B)(6) 2015 was confirmed, the day before the automatic signature check detected an invalid memory content. There was no indication of the root cause of the elevated impedance. However, the available data shows no indication for a device malfunction. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The manufacturing process for the device under complaint was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation